Event description:
Fiber optic used to deliver the laser energy to the treatment site broke inside the patient while being pulled out. Procedure being performed at the time was for reflux of the great saphenous vein (gsv). Physician performed a cutdown and retrieved fiber. Patient was placed on antibiotics as a precautionary measure. No subsequent problems reported.